Manufacturer narrative:
The customer complaint of a leak at the connection to a texium could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was receiving an infusion of IV treanda and the user noticed the line was leaking at the connection between the IV and the texium. No patient injury occurred.